Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed the post fco installation tests. During the subsequent evaluation it was determined by the site engineer that the active exhalation control (aecm) module failed. There was no harm or injury reported. No medical interventions were specified. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator failed the post fco installation tests. During the subsequent evaluation it was determined by the site engineer that the active exhalation control (aecm) module failed. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.